Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. The risk associated with the reported event is addressed in the associated package insert under warnings its states "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Date of event - revision date in (B)(6) 2017. Date explanted ¿ revision date in (B)(6) 2017. This device is used for treatment. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It is reported that the patient was revised with an articular surface exchange due to posterior instability.